Event description:
It was reported that when using the bd pyxis¿ medstation¿ 4000, expiry was not indicated for medication and not dispensed for long time. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section e initial reporter addr 1. A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 16-sep-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the expiry was not indicated for medications that had not been dispensed for a long time. A technical support specialist (tss) identified the issue as being caused by a workflow-related problem. The tss provided the necessary knowledge and a root cause analysis to the customer. Ran a snapshot check for both the medid and the station and verified that the medication outdates flags had been set since their creation. The issue was confirmed to align with the conditions described in knowledge article "inventory count following outdate of all medications leaves expiration date blank". The product information was explained to the customer to provide further clarity on the behavior and resolution. Despite multiple follow-up attempts, no response was received from the customer the case was closed. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ 4000, expiry was not indicated for medication and not dispensed for long time. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.